Event description:
It was reported that during knee procedure in 2007, package lot 311500, 12mm x 80mm was opened and contained item, lot 918930, 18mm x 65mm.

Manufacturer narrative:
Investigation of returned device, distribution transactions and recovered inventory determined that one (1) unit from each lot was interchanged during production and subsequently, condition remained undetected and mixed units were incorrectly labeled. Corrective and preventive actions were initiated. In response to recent FDA audit, retrospective review was performed; event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 20, 2008.